Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. To resolve the reported issue of the customer the fsr replaced the o2 cell and calibrated o2. After performing tests, the unit meets company specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported fraction of inspired oxygen is out of specification on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.